Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and a possible fracture. Review of performance data indicated a slow and persistent increase in impedance. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).